Manufacturer narrative:
(B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Confirm date of procedure 4/28/2021 the procedure date is 4/28/2021. Confirm date of event 5/10/2021? The event date is 5/10/2021. Were there any anomalies with the drain: appearance, damage or function prior to use? No. Where was the drain placed? Under the skin. What is the surgeon¿s opinion of the impact of the drain on the patient consequences? No further information is available. What is the alleged deficiency of the drain? No further information is available. How was it secured? No further information is available. Was the drain checked for patency during the procedure? No further information is available. Did the drain function as intended? No further information is available. Were any issues noted with the drain during use? No further information is available. When, on what date, was drain removed? 2 days after the cesarean section. Were there any anomalies with the drain: appearance, damage or function after removal? No further information is available. Was another drain required to be placed? No further information is available. Lot number of drain? No further information is available. Patient¿s current status? No further information is available. No further information will be provided. No product is available for return.

Event description:
It was reported a patient underwent a cesarean section on (B)(6) 2021 and a drain was used. Post op 2 days drain which was removed because the amount of drainage was as small as 2 or 3 cc a day. On the 11th day after the operation, a serous exudate accumulated under the skin and was discharged by a subcutaneous incision. Further details are not provided . No sample will be returned. There were no adverse consequences to the patient. Additional information has been requested.